Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the photograph revealed that the evaqua2 expiratory limb collar was cracked. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, based on previous investigations of similar complaints, the reported event was likely due to the collar being in contact with a chemical resulting in environmental stress cracking. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A distributor in taiwan reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of a rt380 adult dual heated evaqua2 breathing circuit was found broken during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported via fisher & paykel healthcare (f&p) field representative, that the tubing of a rt380 adult dual heated evaqua2 breathing circuit was found broken during use. There was no reported patient consequence.